Manufacturer narrative:
Product ID 3093-28, lot# v549289, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3093-28, lot# v549292, implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient had a lead revision (B)(6) 2011. The patient had arachnoiditis. The patient had horrible pain and had been hospitalized. It was unclear when the patient was hospitalized. Refer to manufacturer report #3004209178-2013-03006 regarding subsequent low back pain and explant of the device system. The lead revision reported was for 'horrible pain' down the patient's legs. The patient's health care provider had said it was 'probably overstimulation of the nerves.' The patient's nerves in spine were inflamed, 'probably from overstimulation.' During the explant the left lead was reported as contaminated with staphylococcus. The patient was treated with antibiotics. It was reported the event may 'be a contributing factor because she had something implanted in her spine,' but it was unclear to what the reporter was referring to. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
B3: date is approximate. Section d11 information references the main component of the system and other applicable components are: product ID 3093-28 lot# v549289 serial# implanted: 2010-(B)(6) explanted: 2011-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported their device was removed due to complication. The patient reported overstimulation bilaterally. The patient reported they were having terrible pain in both hips and legs. Their healthcare provider did a CT of both hips and they were fine. The healthcare provider turned off the stimulation, but that didn't help, then the healthcare provider put the patient on medication for spasticity. Caller reported that other impacts their healthcare provider thought were caused by the overstimulation of having bilateral devices were spasms of the pelvic floor. The patient reported that their healthcare provider thought turning the ins off would resolve these symptoms, but it did not, so they thought the lead placement/location may have been a factor so a lead revision was performed on (B)(6) 2011. Following the revision, the patient reported they did have improvement for 9 months, but then they began to have severe pain and nerve damage from the overstimulation from bilateral devices. Patient reported having nerve injury resulting in disability. They had both thumb/side joints replaced, bilateral carpel tunnel surgery, muscle atrophy. Patient reported they were at a 10 and were at a 3 and they found out that was where they went in to put the leads. Patient also started having pain. Patient went to their healthcare provider and during the appointment they had an episode diagnosed as autonomic dystrophy, their blood pressure went way high, they had chest spasms and they spent 3 days in the hospital. From a cardiac standpoint everything was ok, they thought it was autonomic dystrophy. Stimulation was turned off and the patient had their inss explanted. They weren't able to meet with the healthcare provider until september or (B)(6) 2012 and the inss were removed (B)(6) 2012. Following the removal, the patient spent 7 years in physical therapy for muscle atrophy and overstimulation of nerves. Patient reported they did not have uterine cancer, but troubleshooting was being done on why they kept bleeding, so they were looking for test studies on bilateral use of the device. No further complications were reported or anticipated.